Event description:
The olympus representative reported on behalf of the customer, the instrument channel on the gastrointestinal videoscope was leaking. The issue was detected post procedure when a leakage test was performed. No patient harm reported. During the evaluation of the device, it was noted the distal end and nozzle had a foreign object due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the distal end and nozzle had a foreign object due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Due to damage on the channel tube, water tightness was lost. The objective lens and connecting tube had a scratch. The adhesive on the bending section cover was detached. The bending section cover had discoloration. The plastic distal end cover was deformed. Switch three (3) was sticky. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, bending angle in up/down/left/right direction and the play of the up/down/left/right knobs did not meet the standard value. The universal cord ha peeling coating peeling, and the water supply connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient or incorrect reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the endoscope_ ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Operation manual_ inspection of the endoscopic system. ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function¿. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual_ cleaning, disinfection and sterilization procedures. Warning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ flush water and air into the air/water channel_ caution: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ cleaning, disinfection and sterilization procedures_ manual cleaning. Clean the external surfaces. ¿immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿. ¿flushing detergent solution into the air/water channels¿. ¿removing detergent solution from all channels¿. ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure¿. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.